Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met, the wds was released. Two (2) days post implant, the patient arrived at the hospital with chest pain. A transesophageal echocardiogram (tee) was performed, and the closure device was no longer in the laa, and had embolized to the left ventricle outflow tract (lvot). The physician accessed the right common iliac artery placing a non-boston scientific (bsc) 19fr introducer sheath with an 8fr guiding catheter. A percutaneous snare was then used to successfully retrieve the closure device. There was no harm to the mitral or aortic valve noted. There were no further patient complications, and the patient was discharged from the hospital three (3) days later. There will be no further attempts at device implantation and no surgical closure of the laa is planned. The patient will be managed medically.

Manufacturer narrative:
Media evaluated by bsc medical safety director: a transthoracic echocardiogram (tte) post embolization was provided for review showing the embolized device in the left ventricular outflow tract (lvot) under the aortic valve in a sideway position. Assessment of flow though the aortic valve showed increased velocity and gradient. There was no significant mitral regurgitation shown. The tte was consistent with the event description showing embolization of the device to the lvot without visible harm to the mitral valve but increased aortic gradient. No procedural images were available to evaluate the possible causes for the embolization.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met, the wds was released. Two (2) days post implant, the patient arrived at the hospital with chest pain. A transesophageal echocardiogram (tee) was performed, and the closure device was no longer in the laa, and had embolized to the left ventricle outflow tract (lvot). The physician accessed the right common iliac artery placing a non-boston scientific (bsc) 19fr introducer sheath with an 8fr guiding catheter. A percutaneous snare was then used to successfully retrieve the closure device. There was no harm to the mitral or aortic valve noted. There were no further patient complications, and the patient was discharged from the hospital three (3) days later. There will be no further attempts at device implantation and no surgical closure of the laa is planned. The patient will be managed medically.